Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right atrial (ra) lead on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.